Event description:
Pt was treated for distal ureteric stone at l5 with shock wave lithotripsy. Treatment entailed 2500 shocks up energy level 6. After transport to another hosp. Pt reported increasing pain. 3 days later, the pt's intestines were examined by operation, and leaking fluid causing peritonitis was observed. A small, 2mm perforation in the intestine was discovered.